Manufacturer narrative:
The ventilator was examined by our field service engineer who was dispatched to the facility. The fse found the ventilator functioning normally with no issues. The reported problem was not reproduced and no parts were replaced. The ventilator passed pre-use checks. The logs were downloaded and the ventilator was returned to service. Evaluation of the received logs show that they contain massive high respiratory alarms and many high airway pressure alarms but there are no technical error logs. The ventilator had also passed the pre-use checks prior to start of ventilation. The ventilator logs start with ongoing ventilation therefore the mode of ventilation, parameter settings and alarm limits at the start of ventilation are unknown. The logs contain ventilation mode changes but the mode of ventilation at the time of event was the volume control. The other modes were momentary. There was a change in the trigger level that seemed as an attempt to get rid of the high respiratory rate alarms but the alarms persisted. There are five nebulization periods in the logs and nebulization may be related to the occurrence of the high airway pressure alarms. The conclusion in the matter is that there was no ventilator malfunction at the time. The high respiratory rate alarms that are described, as the ventilator giving breaths when it should not was auto triggering and were most probable related to parameter and alarm limits¿ settings and tightness in the patient circuit.

Event description:
It was reported that the ventilator was giving breaths when it should not while it was connected to a patient. There was no patient harm. Manufacturer¿s ref. #: (B)(4).